Event description:
It was reported that during a an acl reconstruction while inserting the screw it broke and pieces were retrieved with tweezers. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the reported 9x30mm biosure regenesorb screw, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke into multiple pieces. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during insertion. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.